Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The product identities were confirmed. The screwdrivers were visually evaluated. Both drivers showed signs of use with some discoloration across the body of the driver as well as wear on the head. Both were functionally tested by rotating the knob in both the clockwise and counterclockwise directions. The driver from lot # 580860 was very sticky and difficult to rotate. The driver was disassembled for further inspection and it was found that the internal gears were stripped and metal shavings fell out during disassembly. The device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the gears being stripped, likely resulting from torque in excess of what is required to fixate the screw and the discoloration is most likely due to residual from the cleaning process. In the warnings and precautions section of the instruction for use (IFU) for this product it is stated, avoid undue stress or strain when handling or cleaning instruments. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. G4 date received by manufacturer: d4 lot number was received nov 21, 2018 the device evaluation was completed jan 4, 2019 multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00043

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported two right angle screwdrivers failed due to the blade would not spin when rotating the screwdriver mechanism. No adverse events have been reported as a result of the malfunction.